Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pocket for the pulse generator sat too low on the patient's chest. A pocket revision procedure was performed and the device remained implanted. The patient was stable post procedure.